Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the distal locking screw seemed to have backed out of the right 3.5mm 8-hole distal femur plate.